Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: just for clarification, when the device "did not staple", did the device jam (not fire clips): the staple did not clip. It fired but the staple did not close properly on the tissue.

Event description:
It was reported that during a sympathectomy procedure, the device did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.